Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sleeve gastrectomy. According to the reporter: after removal of adhesions from where band had previously been, the surgeon mobilized the greater omentum and then fired up to eight black tristaple extra thick staple loads to create the sleeve, but the final firing was completed using this device. The first 2 squeezes of the handle proceeded as normal but upon the third and final squeeze, the tissue snagged within the jaws of the instrument and stapler misfired. The stapler was removed and the unformed staples were plucked ut. A subsequent firing of black endo gia tri staple was fired over the damaged area and slightly medially. Small staple line bleeders were clipped and the upper 15cm were oversewn with 3-opds. No bleeding occurred. Tissue loss was negligible. Operative time was not extended by more than 30 minutes.